Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14140, 2938836-2019-14141. It was reported that the patient presented in the cardiac care unit after developing hematoma. The right ventricular lead was also observed to have high capture threshold. The physician elected to revise the lead and to fix the hematoma. While repositioning the lead, the helix failed to extend. The lead was explanted and replaced. The patient was doing well.